Event description:
Rptr had lumbar surgery with l3-l4 and l4-l5 prosthetics. He has pain in lower back, his feet and legs go numb at times, the longer he stands or sits the more pain he's in and he also has trouble sleeping.